Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located at the moderately tortuous and severely calcified right superficial femoral artery. A 5.5mmx40mmx135cm sterling¿ balloon catheter was advanced to the lesion for dilation. The balloon was inflated at 12 atmospheres on the first to the fourth inflation. However when the balloon was inflated for 10 seconds on the fifth inflation, it ruptured at 12 atmospheres. The device was removed completely from the patient and the procedure was completed with a 6-40/3.8t/135 sterling¿ balloon catheter. No patient complications were reported and the patient's status was good.